Event description:
It was reported that the motor device "overheated". The event was not reported to have occurred during surgery. It was unknown if there were any delays in a surgical procedure or if a spare device was available. There was no patient or user injuries reported. The date of the event was unknown. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.

Manufacturer narrative:
The actual sample was returned for evaluation. (B)(4) evaluated the device and the reported condition was not duplicated or confirmed. Therefore, an assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.